Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported receiving a "replace sensor" message on the adc freestyle libre 2 sensor. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced seizure due to low blood glucose and was given sugar and syrup by her husband. There was no report of death or permanent injury associated with this event.